Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving in fumorph (concentration 10 mg/ml, dose 0.699 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. On this report date, a pump fill was attempted three times, an x-ray revealed that the pump was flipped, it was unknown as to when the pump flipped. The refill was not performed. The patient reported that this can happen when she puts on her leggings but was unaware of when it happens, this was noted as a factor that may have led or contributed to the issue, the root cause could not be conclusively determined. No actions were taken. Surgical intervention did not occur and was not planned. The patient was referred to the implant doctor for surgical evaluation. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿ there were no symptoms mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) no longer applies to the pump instead (B)(4) applies to the pump. Eval code-conclusion code (B)(4) no longer applies to the pump and instead (B)(4) applies to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative on (B)(6) 2017 reported the pump was flipped. It was noted this was the third time the patient presented with a chronically flipped pump. The hcp team suspects the patient has been physically manipulating the pump. X-rays demonstrated the flipped pump in office. The catheter aspirated normally through the catheter access port (cap). It was noted that the pump could not be refilled due to being flipped. The patient was referred to neurosurgeon, and 8 months later presented for a surgical pump pocket revision. The catheter was found to be patent, but several/multiple back table boluses failed to demonstrate even, consistent flow of fluid from the output port of the pump. The decision was made out of an abundance of caution to replace the pump. Surgical intervention occurred as the pump was replaced on (B)(6) 2017 and was secured better to the fascia. The pump will be returned for analysis, but the hospital currently had possession of the pump. It was noted that the issue was resolved at time of reported, and patient's status at time of report was "alive- no injury." The patient was receiving unknown morphine 1mg/ml for a total dose of 0.15mg/day. The patient was (B)(6) pounds. The patient's medical history included gastric bypass surgery with weight loss from (B)(6) pounds to (B)(6) pounds. The patient has gastrointestinal issues, which were a complication of bypass surgery. The patient has pain from bone marrow donor site. The patient had post laminectomy syndrome. No further complications were reported/anticipated.